Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was received deployed within a section of a catheter. The stent delivery wire (sdw) was returned, the introducer sheath was not returned. The stent was broken/fractured at the proximal end. The sdw was noted to be kinked/bent. Functional inspection was unable to be performed as the stent was returned in a deployed state. The as reported event of the stent difficult/unable to advance or pullback through catheter and stent failed/unable to deploy could not be replicated. However, the analysis results are consistent with the reported event. The returned device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained. Additional information states " after the surgery, when the physician inspected the stent on the table, during the process of pushing the stent, it was partially advanced out of the introducing sheath. He also tried to pull the stent out but were unsuccessful. The physician then attempted to burn the end of the microcatheter with fire, but still could not retrieve the stent smoothly. Ultimately, the stent along with part of the microcatheter was returned." The stent was received deployed within a section of a catheter. The sdw was returned and the introducer sheath was not returned. The stent was broken/fractured at the proximal end. The sdw was noted to be kinked/bent. Based on the deformation noted to the stent it is possible that the introducer sheath was initially correctly positioned but subsequently moved either proximally or distally prior to stent transfer out of the introducer sheath. It is likely that during transfer of the stent from the sheath into the microcatheter lumen, the stent could partially deploy into the gap (created by proximal sheath movement), or the stent could become damaged as it passes through the deformed distal tip opening of the sheath (due to distal sheath movement). The user would experience increased resistance during further attempts to advance the stent in the microcatheter lumen. An assignable cause of procedural factors has been assigned to the as reported event of the ¿stent failed/unable to deploy ¿and ¿stent difficult/unable to advance or pullback through catheter¿ and as analyzed event of the ¿stent delivery wire (sdw) kinked/bent¿, ¿stent deployed prematurely during use¿ and ¿stent broken/fractured during use¿ as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
The device was returned for analysis and the investigation of the device revealed that the stent (subject device) was prematurely deployed during use and was broken/fractured during use. The procedure was completed with no clinical consequences were reported to the patient due to this event.